Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the adhesive of the transition from the tip to the shaft was broken and there were exposed wires. However, it was observed evidence of the correct application of polyurethane (pu) in the transition. A force test was performed and the device was recognized and visualized correctly; however error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device number lot 31620891l and no internal actions related to the complaint were found during the review. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the separation of the tip with the shaft could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. The root cause of the adhesive condition was traced to the manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and post procedure the bwi product analysis lab identified that the adhesive of the transition from the tip to the shaft was broken and there were exposed wires. During the procedure, the medical team identified an error 106 code after the catheter was plugged into the carto before the first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.